Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. Concomitant products: smartablate generator (model# m490002 serial# unknown); smartablate pump (model# m49003 serial# (B)(4)); smartablate remote (model# m49004 serial# (B)(4)); pentaray catheter (model# unknown lot# unknown). (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for left sided atrial tachycardia with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade, cardiac arrest (requiring surgical intervention), thrombosis, and death. During the procedure, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography and probe (unspecified). The patient coded while a clot was discovered in the pericardium. Resuscitative thoracotomy was performed and the patient expired. The physician¿s opinion on the case of the adverse event is procedure and patient condition related. More specifically, the physician believed the cause of death was the clot in the pericardium. It is unknown if an autopsy was performed. Passage from the right side to the left side of the heart was through a patent foramen ovale using the pentaray catheter and the stsf catheter. The system did not present any error messages and did the physician/user did not see any product problem. There were no issues with temperature or flow of the catheter.